Manufacturer narrative:
Additional info: a1, a5a, a5b, b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when implanting the catheter, the doctor noticed a leak at the red extension tube. The leak was at the junction of the extension tube and bifurcate. There was a small amount of blood loss and no blood transfusion was necessary. There catheter was not repaired and there was no cleaning agent used on the device as it is new. Tego was not utilized and there was no luer adapter issue. The catheter was flushed with saline inside and outside before implants. No visible leakage in the process. The clamp was not moved periodically. There were no other defects/damages found on the product where the leak was observed. There was nothing unusual observed on the device prior to use. There was no other products being utilized with the device. The doctor removed the leaky catheter and implanted a new one to resolve the issue. The new catheter remained implanted in the patient. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and it did not lead to or extend patient hospitalization. There was no patient injury.

Manufacturer narrative:
H3: replacement product: 8888145018. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when implanting the catheter, the doctor noticed a leak at the red extension tube. The leak was at the junction of the extension tube and bifurcate. There was a small amount of blood loss and no blood transfusion was necessary. There was no cleaning agent used on the device. Tego was not utilized and there was no luer adapter issue. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and it did not lead to or extend patient hospitalization. The doctor removed the catheter and implanted a new one to resolve the issue. The catheter was flushed with saline inside and outside before implants. No visible leakage in the process. The clamp was not moved periodically. There was no cleaning agent used on the device as it was new. There were no other defects/damages found on the product where the leak was observed. There was nothing unusual observed on the device prior to use. There was no other products being utilized with the device. There was no patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the extension tube connected to the arterial luer adaptor was clamped and manipulated to reveal a crack in the tubing near the bifurcated y-hub. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when implanting the catheter, the doctor noticed a leak at the red extension tube. The leak was at the junction of the extension tube and bifurcate. There was a small amount of blood loss and no blood transfusion was necessary. The catheter was not repaired and there was no cleaning agent used on the device as it is new. Tego was not utilized and there was no luer adapter issue. The catheter was flushed with saline inside and outside before implants, and there was no visible leakage in the process. The clamp was not moved periodically. There were no other defects/damages found on the product where the leak was observed. There was nothing unusual observed on the device prior to use. There was no other products being utilized with the device. The doctor removed the leaky catheter and implanted a new one to resolve the issue. The new catheter remained implanted in the patient. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and it did not lead to or extend patient hospitalization. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when implanting the catheter, the doctor noticed a leak at the red extension tube. The leak was at the junction of the extension tube and bifurcate. There was no cleaning agent used on the device. Tego was not utilized and there was no luer adapter issue. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and it did not lead to or extend patient hospitalization. The doctor removed the catheter and implanted a new one. There was no patient injury.